Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number and email address are unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an arthrodesis procedure on (B)(6) 2018, the tip of the screwdriver shaft broke upon removing the universal reduction screw (urs) closing cap. The broken piece was removed with surgical tweezers. It was unknown if there was a surgical delay. There is no reported patient harm. Concomitant device: universal reduction screw (part: unknown, lot: unknown, quantity: 1). This report is for a scr drivershaft t25 f/urs. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part: 03.636.001; lot: 9485486; manufacturing site: (B)(4); release to warehouse date: june 03, 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation flow: broken. Visual inspection: device was not returned. Visual inspection of the provided photos in the complaint file attachment at customer quality (cq) confirmed the condition of screwdriver breakage, which agrees with the reported complaint condition. The distal cannulated stardrive tip has broken. The break profile is jagged and oblique. No other issues were identified while reviewing the photos during this investigation. Document/specification review: the complaint device was manufactured in june 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Screwdriver shaft assembly design drawing and screwdriver shaft component design drawing were reviewed during this investigation. No product design issues or discrepancies were observed. Dimensional inspection: a relevant dimensional inspection could not be performed at cq because the device was not returned. Material analysis: the design specifies the shaft to be manufactured from x15tn and hardened and tempered 56 +4/0 hrc. Only top level of the device history record was reviewed as sub-components are not lot tracked. Device was not returned therefore a material confirmation analysis could not be performed. Conclusion: a definitive root cause for the 3+ year old cannulated screwdriver shaft breaking during intraoperative removal procedure could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.